Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staples did not deploy. The stapler cut tissue without applying staples. Another stapler was opened and used to correct the open tissue. There was no injury to the patient. The last known patient status is stable.